Manufacturer narrative:
B3: corrected date of event h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary placement signal issue: the cause of the placement signal issue was not determined as pump was returned cut and no data logs were returned for analysis.

Manufacturer narrative:
D6b explant date updated.

Event description:
The complainant reported that a patient was implanted with an impella rp flex via percutaneous right femoral artery for mechanical circulatory support. A placement signal not reliable alarm began. No manipulation of the patient or lines was noted. Vs was stable. Flows were approximately 2.5 liters with no change in flow. The motor current was still pulsatile. The medical doctor stated that during priming, the placement signal took a long time to zero and may have never zeroed. The patient's outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Additional information was received that the placement signal not reliable alarm began around 2pm. No manipulation of patient or lines. Vs stable. Flowing approximately 2.5l with no change in flow. Mc still pulsatile. Md states that during priming, the placement signal took a long time to zero and may have never zeroed.

Manufacturer narrative:
B5 event description was updated/added. D1 corrected the brand name. D3 corrected/added the manufacturer fax was inadvertently omitted in error from initial and has now been provided. D4 corrected the catalog number. D4 corrected the serial number. G1 corrected/added the manufacturer contact fax number was inadvertently omitted in error from initial and has now been provided. H6 corrected/added the component code.